Event description:
It has been reported to philips the capnography exhaust blocked.

Manufacturer narrative:
The device was returned to philips for bench repair. The bench engineer confirmed the complaint and the capnometer was replaced to address the issue. The device was then tested and confirmed that all functions were working correctly. The device nbp, co2 and touch screen has been calibrated and the unit was returned to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the capnometer module. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.